Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has become detached from the pump. Reportedly, the pump features are still able to be accessed. There was no patient involvement as the pump was not used for insulin therapy.